Event description:
It was reported that "patient reports the balloon would not deflate for removal. Uses a new catheter every night. This has happened appx. 3 months ago as well, but he did not report it-thought it was just a 1 time issue until it happened this time". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #8040412-2024-00013.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4), the sample was returned to the manufacturer. The manufacturer reported: "one actual sample was received for further investigation. Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapsed lumen observed throughout the shaft. The catheter was inflated with 10ml of water using a luer tip syringe. The balloons inflated without any difficulties. No latex particle or other foreign particle can be seen within the balloon or inflation eye. The inflation eye was normal, and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes and it showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth and completed. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Based on the analysis carried out on the returned sample, the catheter was fully functional upon deflation test conducted. The b alloon was able to inflate and deflate without any problem. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect relate d to functionality of the product will be culled out during inspection. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint is not confirmed." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "patient reports the balloon would not deflate for removal. Uses a new catheter every night. This has happened approximately. 3 months ago as well, but he did not report it-thought it was just a 1 time issue until it happened this time". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #8040412-2024-00013